Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the device thread broke, and the needle disengaged into the patient cavity but was able to retrieved using clamps. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.